Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Per the patient, in (B)(6) 2014 the ¿prialt almost killed¿ her. The symptoms worsened when the prialt was increased in (B)(6) 2014; the patient¿s blood pressure skyrocketed to 160/110-115, should could not walk (she had to hold onto the walls), and it made her sick. The prialt dose was decreased and compounded baclofen and marcaine were added. The patient was better after the medication change. Per the patient, everything went downhill from there with regards to her relationship with her doctor. The patient felt that her doctor was mad that she didn¿t want the prialt in the pump anymore. The patient was then dropped by her physician. The pump alarmed in (B)(6) 2014 when the patient couldn¿t find a physician to refill it. The patient stated she ¿got really hurt over this and faith in doctors is out the door¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was looking for a new doctor because the patient may be moving in the next few months. The patient¿s current healthcare provider (hcp) ¿transferred¿ the patient to an hcp in (B)(6) where the patient would be moving. The patient went to see that hcp, but the hcp did not want to do her pump because of the medications in her pump. It was noted this occurred even though the patient¿s current hcp told them that her "prialt dose was so small that the new hcp could just take it out and keep baclofen and marcaine.¿ the patient had tried a couple of hcps in ms. It was further reported the patient¿s pump would go dry and nobody was willing to refill it. The patient¿s refill due date was (B)(6) 2014. The patient¿s pump was not alarming right now, but it would start alarming tonight or tomorrow. The patient had no withdrawal symptoms yet and the patient¿s current hcp was not willing to refill the pump. It was also reported if the patient knew that it would be so much trouble to find an hcp she would have never put the pump in. It was noted the patient never had therapeutic effect and she got worse since the pump was put in (B)(6) 2013. The pump did not provide any relief and ¿she did not get any better.¿ it was confirmed the pump did not cause any extra issues. The patient also had side effects from prialt. When the patient had her pump put in (B)(4) 2013 she had morphine and prialt in her pump. A few weeks after the pump was put in the hcp took morphine out and patient just had prialt in the pump and had side effect from prialt. This was due to the hcp taking morphine out a few weeks post implant and increasing prialt. The patient ¿got really sick¿ several months after the pump was implanted. The hcp then started lowering prialt and put baclofen and marcaine in several months post implant. The pump was currently being used to deliver prialt, baclofen, and marcaine. Additional information received reported that the patient¿s pump ran out and ¿had been out for two weeks now¿ prior to this report. Since the pump ran out the patient¿s pain level has been ¿very high.¿ the patient was also itching and felt like ¿needles were pricking through her skin.¿ the patient was having a hard time finding a healthcare professional (hcp) to fill her pump. The patient stated that about three weeks prior to the date of this report she went to the emergency room where they gave her oral baclofen and ¿norco¿ and that a different hcp gave her 50mg of tramadol. The patient stated she still had ¿two more doctors on the list to call.¿ the patient stated that the doctor her previous managing hcp transferred her to another hcp, who could not get the medication so they tried to transfer her back. The patient stated that the hcp wanted her to have a psychiatric evaluation and this has not taken place.

Event description:
The patient complained of pain of having the pump installed in (B)(6) 2013. The patient went through pain, money, and suffering to have the pump implanted. The patient stated that the medicine never worked with prialt and morphine in the pump. A few days later, the patient got 30% better. The healthcare provider (hcp) took the morphine out and the patient went downhill after that. This was considered a sudden change in therapy/symptoms.